Manufacturer narrative:
Additional information: the lens remains implanted therefore it is not available to be returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available a definitive root cause can not be determined.

Event description:
It was reported that 72 hours after implantation, the lens opacified. Reportedly, the opacification is disappearing and the lens will not be explanted.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.